Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that peeling of the coating occurred. The target lesion was located in the hepatic artery. A fathom¿ -16 was selected for use. During procedure, the wire was advanced toward the target lesion but was unable to move forward. The physician had to remove the fathom and checked outside patient's body. Furthermore, it was noted that the wire had a very harsh surface and the coating was almost peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.